Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs # 2937457-2013-00167, 1225714-2013-02635, 1225714-2013-02636, and 1225714-2013-02637.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.